Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the cut line completed?---yes. On what tissue type was the device used? At what location on the tissue? ---lung parenchyma. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? ---no information. What other color cartridges were used before and after this event? ---no information. Was the instrument fired across or near an existing staple line or clip? ---no information. Were any unexpected noises heard? If so, when? ---no information. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---opening force was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---the manual knife reverse switch was used to open. Is there any other additional information you would like to share about this device or procedure? ---no.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Event description:
It was reported that during a lap lobectomy, the jaws could not be released with the release button at the fourth stroke of the second firing. The jaws clamped the lung parenchyma when the jaws were not opened. The jaws were released with the manual knife reverse switch. No damages on the tissues. The cartridge was blue. Reinforcement material was not used. The staples were formed without problems. There were no adverse consequences to the patient.